Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent revision surgery due to loosening/lysis. Additional reasons for revision - pain, rheumatoid arthritis, rotator cuff insufficiency. Conversion into rsa.